Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the up arrow button was under-responsive to user presses. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 05/24/2016. Device evaluation: the device has been returned and evaluated by product analysis on 05/13/2016 with the following findings: product evaluation was conducted and the alleged complaint could not be verified or duplicated. Investigation revealed an intact keypad with no evidence of peeling or damage. All keypad buttons were fully responsive. Upon removal of the keypad, no evidence of contamination was observed. The pump was opened up and there was no evidence of corrosion near the keypad connector. Unrelated to the original complaint, the display was dim and discolored. In addition, the battery compartment was cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.